Manufacturer narrative:
Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was opened on steriled field. The surgeon was handed the iol and noticed the lens was crunched up. The surgeon asked for a new lens. The incident occurred during product handling and prior to patient contact. The patient was fully recovered. The lens was discarded and not available for return. No further information was provided.